Manufacturer narrative:
Correction added to h6. Correction to h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported leak could not be identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: customer provided a suspect lot# r25a13048. D4: expiration date (suspect lot): 01/13/2027. D4: unique identifier (UDI) # (suspect lot): (B)(4). H4: the lot was manufactured on 1/14/2025. D4: lot #: customer provided another suspect lot# r25c29130. D4: expiration date (suspect lot): 03/30/2027. D4: unique identifier (UDI) # (suspect lot): (B)(4). H4: the lot was manufactured on 3/30/2025. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a leak in the y-site clearlink was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of potential lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y-site. The issue was further described as it appeared that the set leaked doxil from the part that is glued/inserted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.